Manufacturer narrative:
Device is combination product.

Event description:
It was reported shaft break occurred. A 3.00 x 16 synergy stent was advanced for treatment. However, the physician noticed that while advancing the stent through a 6f non-bsc guide catheter, the shaft got kinked and then it broke off more than 15 centimeters from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient is well.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported shaft break occurred. A 3.00 x 16 synergy stent was advanced for treatment. However, the physician noticed that while advancing the stent through a 6f non-bsc guide catheter, the shaft got kinked and then it broke off more than 15 centimeters from the hub. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient is well. Synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube was broken 648mm distal to the strain relief, multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.